Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 5/30/2018. Right knee revised to address pain, flexion instability, and aseptic loosening of the tibial base plate. Revising surgeon indicated tibia was loose, completely debonded from the cement mantle, with no cement adhered to the tibial base plate. The cement mantle was well-fixed to the tibia bone. The femur component was also well-fixed. The patella was not revised. Doi: (B)(6) 2015; dor: (B)(6) 2017; (right knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Updated 7 may 2020 re-open the complaint was re-opened upon receiving the patients medical records. The information received did not change the original investigation report device history lot ==> device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed complaints database searched: a complaint database search on the provided lot number found 1 additional report, however no other incidents related to implant loosening. Total for lot number: 4 (B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 116 by product family: 182 (63x smartset ghv gentamicing, 119x smartset gmv) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed complaints database searched: a complaint database search on the provided lot number found 1 additional report, however no other incidents related to implant loosening. Total for lot number: ((B)(4)). Complaints received by cmw in the last 12 months for this issue. By product family: 182 (63x smartset ghv gentamicing, 119x smartset gmv). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Medical records alleges synovitis.